Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) 750 mcg/ml at 167 mcg/day via an implantable pump for non-malignant pain. It was reported by the company representative (rep) requested help in lowering dose of the pump. The patient brought the healthcare provider (hcp) on the line and they stated that they suspect the pump might have flipped as they were having a hard time accessing it for a refill. The company rep stated they plan to lower the dose at this time until a revision can be completed. During the call the patient could be overheard stating that he was in a car accident about a month ago and the healthcare provider (hcp) said that this issue could have resulted from that accident but they were unsure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the patient stated that a car accident about 3 months ago damaged the pump and now they were back on manual medication again. The patient also mentioned they had both pump implanted in the front. Additional information received clarified that the patient reported that their current pump was damaged in a car accident causing it to flip.